Event description:
Customer reported that she was unconscious due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 30 mg/dl when the paramedics arrived. Customer stated that the low blood glucose was because she had given herself too much insulin. Customer also stated that the insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.